Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, double counting with failure to capture, significantly low sensing on the right ventricular (rv) lead was observed. Chest x-ray was performed, and rv lead dislodgement was confirmed. The lead was explanted and replaced. The patient was stable.